Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with anterior colporrhaphy, vaginal extraperitoneal colpopexy, perineorrhaphy and cystoscopy. It was reported that the patient experience burning urination and sharp pricking in the vagina following the procedure. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 8/2/2019. Additional narrative: it was reported that patient had a revision surgery on (B)(6) 2017.